Event description:
Limited information has been provided. This complaint is for patient 5 of 6. Customer reported they do not like the consistency of biomend and osseoguard products. The lot number for osseoguard (ref: og3040) was not provided. The complaint also noted use of regeneross® allograft cortico-cancellous particulate (B)(4) which is not a collagen matrix, inc. Product. The complaint does not indicate that biomend was used in the procedure. Per internal discussion the reported complaint of non-integration related to the subject device is likely referring to the allograft/bone grafting material focusing on fine particle size and grafting integration. The osseoguard membrane is not measured by particle size, however details around the specific product were not confirmed by the customer. The initial procedure was for natural tooth removal prior to implant placement. The initial surgery date and event date have not been provided. The customer reported "the particle size of the membrane is too small like dust". At a later unspecified time, the clinician states, "months after placement, neither of the grafts have integrated into the site and the consistency was like mush" and "was not aware of issue until uncovered and after multiple issues". The site was retreated with the same product with a different lot number. The product and associated lot number utilized for the "retreatment" was not specified. There was a delay in surgery due to having to wait for second healing. No negative impact to patient was reported.